Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm vessel sealer extend instrument and completed the device evaluation. The instrument was analyzed, and visual inspection found a spring dislodged at the base of the knife cable return. The knife cable was retracted and returned to its exposed position. Additional observation(s) related to customer reported complaint: failure analysis found the primary failure of dislodged blade to be related to the customer reported complaint. The instrument was found t have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage .549". The knife slot measurement was .027". No conductor wire damage or snake wrist damage was found. There was not a substantial amount of bio debris found at the instrument tips. Components adjacent to this dislodged blade do not show damage. The instrument was placed on the in-house system and failed homing during initialization. The blade was manually retracted, retested and failed initialization 3 of 3 attempts. No blade related failures were found in logs." The instrument was placed on the in-house system and failed homing during initialization. The instrument was visually inspected and found the blade was dislodged. The dislodged blade was likely causing failur during initialization. The blade was manually retracted, retested and still failed initialization. Msc logs revealed two ¿22026¿ errors¿vessel sealer extended failed during homing on usm4 (toolid: vessel sealer extended)." No other physical damage was observed.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the 8mm vessel sealer extend (vse) instrument was used for a surgical task and when the instrument was loaded, it was observed that the blade was exposed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The following patient demographics were provided: age and units, date of birth, gender, weight and units, and race.